Event description:
A us distributor contacted zoll to report that a patient experienced five inappropriate defibrillation shocks. Motion artifact contributed to the false detections. The patient was with ems and sleeping at the time of the event. The response buttons were only pressed after the third treatment shock. However, they were no pressed again prior to the final two treatments and therefore did not prevent the shocks. The patient went to the hospital and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital and ended use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4); 11/2014 - initial use. Electrode belt sn (B)(4): 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.